Manufacturer narrative:
D.4 device expiration date: unknown e.4. The initial reporter also notified the FDA on 19-sep-2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: nurse opened new 3 ml syringe to draw up medication, upon pulling back the plunger, nurse noticed a thick sticky substance in the syringe.